Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis, a conclusive cause for the reported difficulty could not be determined. Factors that can contribute to failure to achieve hemostasis, include, but not limited to, manufacturing, and user technique (poor or partial tissue capture, air knot). The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 6f sheath hole prior to a carotid angioplasty interventional procedure. The sutures of two proglide devices were successfully placed. The sheath was upsized to a 16f sheath and the procedure was completed. Reportedly post procedure, pulsatile blood flow was noted although they tightened up both sutures with the help of the suture trimmer. Surgical intervention was performed which ultimately achieved hemostasis. There was no reported clinically significant delay. No additional information was provided.